Event description:
It was reported that the patient¿s exchange was performed in the hospital ward which caused peritonitis. The patient was hospitalized for this event. The patient was treated with injections of vancomycin (1gm, once in four days), fortum (1gm, intraperitoneally, once daily) and an injection of heparin sos (sucrose octa sulfate) (dose and frequency not reported). At the time of the report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.